Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 14. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the eventthe patient experienced: pain, mobility and inflammation. No further patient complications were reported.